Event description:
Additional information from the healthcare provider stated perioperative antibiotics were administered. It was reported the date of the onset or diagnosis of the infection was (B)(6) 2013 and there was wound drainage and the patient had pain. It was noted the primary location of the infection was the lead track and cervical wound. It was reported a culture was obtained and the culture was negative for infection. It was stated the patient was treated by incision and drainage of their cervical spine wound. It was also stated the drainage resolved and the infection was never confirmed by cultures.

Event description:
It was reported that the patient had an infection after a battery replacement. It was stated that the patient had their old implantable neurostimulator (ins) "changed out" on (B)(6) 2013. The patient was discharged from the hospital on (B)(6) 2013 and was back in the hospital two days later for an infection. It was stated that on (B)(6) 2013 the doctors "redid the surgery or went in and cleaned the infection out". It was stated that the patient was discharged from the hospital 2-3 days later. It was reported that the patient's device was "on and working", but the patient needed to adjusted because she was "getting cramps in her arm and everything". It was stated that the patient was not adequately trained on using the device. The patient's husband was shown how to use the programmer, but he did not remember how to use it. The patient had a doctor appointment on (B)(6) 2013. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2013. Product type: lead. (B)(4).